Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacture and expiration date are not known. Concomitant product(s) : 693335 lead, implanted: (B)(6) 1995. A 693165 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient experienced an infection and their implantable cardioverter defibrillator (ICD) system was extracted. It was also noted the helix of the right atrial (ra) lead would not retract during the extraction. No further patient complications have been reported as a result of this event.